Event description:
It was reported that the patient expired after receiving multiple therapies. The patient was found unresponsive at their care facility. The patient received internal and external defibrillation. The device successfully detected and treated the arrhythmias. However, some episodes showed intermittent undersensing of fine vf. The patient was moved to ICU and continued to code through the night. A decision was made to place a magnet on the device to prevent further therapy delivery and the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.